Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. No conclusion can be established at this time based on the lack of defective of sample. It is necessary the physical sample to perform a properly investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the control suction selector was set on 20. But the orange float did not appear. Clinical consequences: the suction was too elevated. Pleurevac cannot be sent back for investigation because it contains blood.